Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer had an alternate pump for insulin therapy.